Event description:
It was reported that when an asymptomatic patient presented to the operating room for normal device change-out due to eri, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.7-6.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.